Manufacturer narrative:
As the reported device was not returned for evaluation, the complaint cannot be verified nor can a root cause be determined with confidence. The complaint information provided by the user suggests that the implant prematurely deployed from the insertion handle during suture tensioning. In some circumstances, should the device be levered or misaligned, the anchor may break off prematurely. The instruction for use outlines warnings and precautionary measures when using the device such as (1) ¿do not bend, apply excessive torque, or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant.¿ (2) ¿do not use the inserter to probe the tissue or bone as damage may occur to the implant or instrument resulting in potential patient injury.¿ (3) ¿preoperative and operating procedures including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this system.¿ after reviewing the device and lot histories, there were no deviations, nonconformances or similar complaints found. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
.

Event description:
It was reported that during a procedure using an opus speedscrew implant, the implant prematurely deployed from the insertion handle during suture tensioning. The implant was imbedded in the bone without the function of its internal suture locking device working. No additional details were provided regarding the procedure, however no additional patient complications have been reported as a result of this event.